Event description:
The customer stated that she was treated by the paramedics for a low blood glucose reading of 41 mg/dl. The customer stated that she dropped the insulin pump in the toilet prior to the event. The customer was able to continue using the insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.